Event description:
Rptr is calling FDA, as he has already spoken with the MFR to no avail. Some pt's cannot wear lenses imprinted with "av", a tool to determine if lenses are inside out, without developing eye irritation and giant papillary conjunctivitis. The co has made lenses available that do not have the "av" on them but they must be specifically ordered that way. The reporting physician has recently discovered that many of the boxes marked as not containing lenses with the "av" on them actually contains lenses with the "av" leading to recurrence or exacerbation of the pt's eye condition for which they were prescribed the non "av" lenses. The dr has spoken with the co & the distributors. The co, according to reporter is aware that all of the lots beginning with an eight have the incorrect product in them but have not notified distributors or physicians of the problem.